Event description:
Customer contacted ameda, inc. On 06/04/2015 to report the purely yours breast pump she has been using for the past 2 months has low suction and as a result she experiences decreased milk output. Customer states her breast are not draining well when using the breast pump. Customer was diagnosed with right breast mastitis on (B)(6) 2015 after being examined by her health care provider. A 10 day course of oral antibiotics was prescribed to treat the mastitis. Customer states some of the mastitis symptoms have resolved within 3 days of treatment.

Manufacturer narrative:
Product was evaluated for evidence of allegation. The returned ameda purely yours breast pump met ameda specifications for both suction and speed, and passed visual inspection standards. No evidence of malfunction was observed.

Manufacturer narrative:
Customer was sent a replacement motor base on 06/04/2015 and was asked to return original motor base to ameda, inc. For evaluation. A (B)(6) prepaid return label was provided for product return. 3 phone calls were made to the customer requesting return of the product. As of this date, product has not been return to ameda, inc. For evaluation. A supplemental report will be filed if product is returned.